Event description:
The vessel loop broke while a doctor was sewing a graft.

Manufacturer narrative:
Eval - method: returned product was visually inspected for cause of breakage. Results: no failure detected. Conclusions: inconclusive results but potentially caused by a clamping device which caused the vessel loop to break. Aspen does not use any clamping during the mfg process.